Event description:
Orthovac was being removed from wound, two days post-surgery by surgeon. Upon examination, distal end was jagged. X-ray revealed tip to be in wound. Patient taken to operating room for removal. Device was being evaluated by surgeon. Sample was provided by company, deknatel company.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was not destroyed/disposed of.